Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The cause of the reported difficulties could not be determined. (B)(4).

Event description:
It was reported that stent dislodgement and patient death occurred. The patient was in the hospital for a planned leg surgery when a st-elevated myocardial infarction occurred. Artificial respiration was administered. Because of high troponin, percutaneous coronary intervention was done. The right coronary artery was totally occluded. The circumference artery was "diffuse modified". The 20% stenosed, mildly calcified distal left anterior descending artery (lad) had a 70 grade angle and a culprit lesion which should be treated. After placing the wire the physician decided to place the stent directly. It was not possible to pass the proximal lad and distal left main (lm) with the stent. After several tries they decided to pre-dilated the proximal lad. During this, it was noted that the stent had dislodged in the distal lm and proximal lad. A non-bsc balloon was used to open the stent in the proximal lad. The patient's blood pressure dropped and he became unstable. They had to reanimate the patient for 20 minutes and then they decided together with surgeon to end the procedure. The physician stated it was not clear if the result is related to the stent or the co-morbidity of the patient. The documented cause of death is "resuscitation¿.